Manufacturer narrative:
B5: initially reported; it was reported that prior to use of the intra-aortic balloon (iab), 55 catheters appeared to have moisture inside the packaging. There was no patient involvement. This report is for #42 of the 55 devices; b5: corrected to; it was initially reported that were 55 intra-aortic balloons (iab) catheters. This is being corrected to 41 catheters. Initial report of #42 of the 55 (this report) is being cancelled. Complaint # (B)(4). Record ID # (B)(4).

Event description:
It was initially reported that there were 55 intra-aortic balloons (iab) catheters. This is being corrected to 41 catheters. Initial report of #42 of the 55 (this report) is being cancelled.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that prior to use of the intra-aortic balloon (iab), 55 catheters appeared to have moisture inside the packaging. There was no patient involvement. This report is for #42 of the 55 devices.